Event description:
It was reported prior to use of bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, an unspecified number of tubes contained foreign matter(fm). There was no health impact or consequences reported.

Manufacturer narrative:
E1.(B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter(fm) was observed. Additionally, 200 retention samples from bd inventory were visually inspected with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fm based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, an unspecified number of tubes contained foreign matter(fm). There was no health impact or consequences reported.